Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal in the pancreatic pseudocyst for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent second flange did not deploy despite multiple attempts. During removal of the delivery system, severe bleeding was noted. The procedure was not completed, and the patient underwent interventional radiology through an interventional procedure to control the bleeding. Post-procedure, the patient experienced fever; however, the patient's current condition is stable and the patient is reported to be doing well. Additional information received on march 16, 2026: it was reported that the procedure was not completed due to bleeding that was noted when the delivery system was removed. It was also reported that fever was not present prior to stent implantation and developed only after the procedure.

Manufacturer narrative:
Block b5 was updated based on the additional information received on march 16, 2026. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2202 captures the reportable event of the patient underwent interventional radiology through an interventional procedure to control the bleeding. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent partially deployed. The investigation concluded that when the stent was fully deployed heavy procedural residue was noted to the stent and inner sheath; this restricted the stent to fully expand. In addition, the observed kinks in sheath near the luer contributed to restriction in deployment, this likely resulted from procedural facts, such as excessive force and manipulation of the sheath. The reported events of fever, hemorrhage, major, endoscopic procedure cancelled/rescheduled - post sedation/sedation unknown cannot be confirmed because it happened during the procedure and without proper evaluation of the device. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device revealed that the stent was partially deployed and in position 0, and two kinks were observed near the luer. A functional inspection was performed by attempting to deploy the stent, during which high resistance was encountered while retracting the slider. The resistance was attributed to the kinks and procedural residue on the sheath. Subsequently, the stent was fully deployed. The stent expanded but did not achieve its intended design shape and was severely covered with procedural residue. Media inspection was performed, and no damages was observed on xray images. No other issues were identified with the stent or the delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent partially deployed, fever, hemorrhage, major, endoscopic procedure cancelled/rescheduled - post sedation/sedation unknown were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f2202 captures the reportable event of the patient underwent interventional radiology through an interventional procedure to control the bleeding.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenally in the pancreatic pseudocyst for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the axios stent second flange did not deploy despite multiple attempts. During removal of the delivery system, severe bleeding was noted. The procedure was not completed, and the patient underwent interventional radiology through an interventional procedure to control the bleeding. Post-procedure, the patient experienced fever; however, the patient's current condition is stable and the patient is reported to be doing well.